Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1q6r1, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the return of symptoms issue, lack of stimulation issue, and impedance issue was not determined. The rep also said the lead was explanted and not returned to them. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1q6r1, implanted: (B)(6) 2018. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient into the healthcare provider's (hcp) office to see the medical assistant (ma) regarding their symptoms returning to baseline. The patient didn't make adjustments to their device on their own. The rep noted that everything determined with the device itself was in the office by the ma. The environmental/external/patient factors that may have led or contributed to the issue was a fall in which they fell forward. The patient described the fall to the ma which caused significant bruising on their chest. The patient sought separate medical attention for the fall (date of the fall was not provided). The ma began trying to increase the patients stimulation on program 1 and made it to 10.0v, but the patient couldn't feel stimulation. The ma then increased to 10.0v on all seven programs without the patient feeling stimulation. The ma then checked impedances, but it did not clear all the way up to 6.0v. The ma didn't increase amplitude on the impedances from that point. There appeared to be no issues with the battery life (no specific battery life parameters were provided to the rep). After conducting the troubleshooting above, the patient was scheduled for a lead revision on (B)(6) 2019. No further patient complications have been reported as a result of this event.